Manufacturer narrative:
During preventative maintenance on june 5, 2026, the autopulse platform (sn (B)(6) failed functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation). The root cause of the ua17 was a failure of the drive train motor. The autopulse platform failed functional testing using the large resuscitation test fixture (lrtf) due to the displayed ua17. Related to the ua17, the drive train motor brake gap was found to be too wide and out of specification. The brake could not be adjusted because the two m3-.5 x 4mm set screws continued to settle back into their previous position after being tightened to the new position. As a result, the brake gap continued to open beyond specification. To resolve this issue and to remedy ua17, the drive train motor assembly needs to be replaced. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During preventative maintenance on june 5, 2026, the autopulse platform (sn (B)(6) failed functional testing due to user advisory (ua) 17 (max motor on time exceeded during active operation). No patient involvement.